Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17715739l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #: fg540000, serial (B)(4). Non-biosense webster, inc. - st. Jude medical brk transseptal needle. Non-biosense webster, inc. - st. Jude medical sr0 transseptal guiding sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso navigational catheter and suffered a cardiac tamponade requiring a pericardiocentesis and surgical intervention. After transseptal puncture and lasso catheter insertion, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). The pericardiocentesis yielded an unspecified amount of fluid. The patient required a surgical intervention (unspecified). The patient was reported to be in stable condition. The patient required extended hospitalization as a result of the adverse event. The patient outcome was improved. It was noted that the event was considered to be life-threatening. There were no patient factors cited that may have contributed to the adverse event. There is no information regarding the physician¿s opinion. The transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical sr0 transseptal guiding sheath. There was no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There was no information regarding irrigated catheter flow setting, as no ablation catheter was used during the procedure. The patient received anticoagulant (heparin) prior to the transseptal puncture. There was no information regarding activated clotting times (acts). No ablation catheter was used during the procedure. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.